Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and technical support arranged to replace the faulty pump. The customer was instructed to deplete the pump's battery before returning it using a pre-paid label within ten days, and they understood these instructions.